Manufacturer narrative:
Date sent: 09/05/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the instrument would not open.